Event description:
It was reported that during a procedure of anterior capsulotomy and lens fragmentation using catalys system, the equipment experienced suction loss. It was reported that suction was achieved later and procedure was completed successfully with no patient injury.

Manufacturer narrative:
Additional information:during follow up with account on 5/5/2015 they reported that the suction loss occurred during the acquisition of oct (optical coherence tomography) and not during the firing of the catalys laser. Since the event did not occurred during the laser firing there is no risk involved with the patient developing corneal scoring and the event is not part of the notification mentioned in the initial report.(B)(4).

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.